Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the patient felt a vaginal discharge while the balloon was inserted, and the balloon was then found to be empty. The balloon had been used in conjunction with an embolization for post partum bleeding, two liter blood loss reported. There were no injuries, and no additional procedures were reported.